Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported the drive support cap is loose and stick out from the side of the insulin pump. The customer insulin pump has been out of warranty. The customer's blood glucose is normal, didn't require medical treatment.